Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the product was a manufactured before countermeasures due to the operational amplifier circuit design change of the patient board set, it is presumed that the operational amplifier failed and the symptomatology did not appear in the 180 scope image. Olympus will continue to monitor complaints for this device.

Event description:
It was reported the evis exera iii video system center is unable to display image with the 180 series scope. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, the reported issue of no image display was confirmed due to faulty patient board set. In addition, the video connector was worn out causing a flickering image and the dp board digital visual interface connector was damaged. Lastly, illegible front panel labeling was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the revised legal manufacturer's investigation. In addition to the circuit board failure, it was confirmed the image flickered due to defective connector. Olympus will continue to monitor field performance for this device.